Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Detection occurred due to dual tachycardia. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device inappropriate detected. The patient experienced inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead implanted: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.